Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high, out of range pacing impedances. Pacing thresholds have also been on the rise and there has been a gradual decline in the amplitude of the patient's r waves. The local field representative (fr) reported that the patient has kidney and potassium issues. A technical service (ts) consultant discussed that the issues with the lead could be attributed to the patient's clinical status or this issues could be indicative of the start of a lead fracture for the pace/sense portion of the lead. The fr is to follow up with the physician regarding this issue. Additional information indicates that the physician elected to perform a cardiac catheterization. The physician suspected the cause of the change in lead numbers to be from a new myocardial infarction. The fr was not aware of the results of the cardiac catheterization. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Subsequent information indicates that during a routine pulse generator (pg) change out procedure, the pace/sense portion of this lead was cut and capped. The physician believed the high impedances were being caused by ischemic tissue interface. A new pace/sense lead was added. There were no additional adverse patient effects reported.